Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed dropped beats on the electrocardiogram (ECG). It was noted that these dropped beats appeared due the an ipg feature that records a reference egm. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.